Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 01-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In 2020, the patient experienced pelvic pain (seriousness criterion intervention required), tendonitis ("tendinitis"), back pain ("back pain"), adenomyosis ("extensive adenomyosis"), inflammation ("inflammatory reaction "), allergy to metals ("heavy metal allergy ") and multiple sclerosis ("multiple sclerosis") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, tendonitis, back pain, uterine leiomyoma, adenomyosis, inflammation, allergy to metals and multiple sclerosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, allergy to metals, back pain, inflammation, multiple sclerosis, pelvic pain, tendonitis and uterine leiomyoma with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4).on (B)(6) 2022. The most recent information was received on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In 2020, the patient experienced pelvic pain (seriousness criterion intervention required), tendonitis ("tendinitis"), back pain ("back pain"), adenomyosis ("extensive adenomyosis"), inflammation ("inflammatory reaction "), allergy to metals ("heavy metal allergy ") and multiple sclerosis ("multiple sclerosis") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, tendonitis, back pain, uterine leiomyoma, adenomyosis, inflammation, allergy to metals and multiple sclerosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, allergy to metals, back pain, inflammation, multiple sclerosis, pelvic pain, tendonitis and uterine leiomyoma with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.